Event description:
On (B)(6) 2011, (B)(6), a (B)(6) male with diabetes, hypertension, asthma, and end stage renal disease requiring hemodialysis, was admitted to x hospital through the emergency room with shortness of breath. The initial diagnosis was pneumonia. At admission, (B)(6) was noted to have an existing left upper extremity brachial artery to cephalic vein fistula, so a fluorescent pink plastic "do not use this extremity" bracelet was affixed to his left arm by the nurse. Shortly after he was transferred to a room, (B)(6) was found unresponsive. He was promptly revived, and transferred to the ICU, where a CT thorax without contrast was performed the following day which noted that "the heart is moderately globally enlarged with no pericardial effusion." (B)(6) was stabilized and treated for pneumonia in the ICU until (B)(6) 2011, when a cardiac catheterization revealed a 90% mid stenosis in the right coronary artery which was treated with angioplasty and stenting. In her report, the physician who did the procedure noted: "in view of the dilated cardiomyopathy and the cardiac arrest during this admission, electrophysiology service will be consulted for consideration of ICD placement." On (B)(6) 2011, because pt had been noted to have left arm swelling, an angiography arteriovenous shunt left was ordered by his nephrologist and performed by dr. (B)(6). His report states: "the cephalic vein in the upper arm was unremarkable. Moderate diffuse stenosis of the cephalic vein terminus was present. The innominate vein and superior vena cava were widely patent. The subclavian vein was also widely patent." While informing the pt and his wife of the risks associated with icds, the physician doing the ICD implant made no mention of the fact that there is a significant rate of complications for dialysis pts; most especially, infections serious enough to prompt the subsequent removal of the device and that a significant number of these devices placed in dialysis pts at hospital x have infact subsequently had to be removed because of infection; particularly because of fungus types of infections which can be life threatening or fatal. Had they been informed of these added risks, because (B)(6) is a dialysis pt, he would have not consented to have the device implanted. Both mr. And mrs. (B)(6) state categorically that it was their understanding that the presence of the vivid pink "do not use extremity" plastic bracelet on (B)(6) left arm represented an inviolable medical directive and an inviolable institutional directive and policy at hospital x which mandated that no part of the device could be implanted in (B)(6) left arm, and that the device therefore could only be properly implanted on (B)(6) right side and that if they had been told during the consent process that dr (B)(6) was even considering a left side placement for the device, that both mr. And mrs. (B)(6) would have not given their consent for the procedure. However, although (B)(6)'s medical records clearly state that he is a dialysis pt, and that he has an existent fistula on his left upper arm; and despite the fact that he was wearing the vivid pink "do not use extremity" plastic bracelet on his left arm during the procedure; and there being no medical evidence whatsoever which contra-indicated placement of the ICD on the right side; dr x and his associate dr y placed the ICD on the left side of (B)(6)'s chest, on the same side as his fistula arm, and placed the leads of the ICD in (B)(6)'s left arm in the subclavian vein. This device was improperly implanted on the same side as (B)(6) fistula. (B)(6) ICD is a medtronic device, which uses "screw-in" type leads. In a significant number of articles in medical journals, these leads are implicated as causing micro-bleeds. This fact was not disclosed to (B)(6) at any time before or after the surgery. (B)(6) was then dismissed from hospital x and admitted to hospital y. Records from hospital y will indicate that (B)(6) was having an excellent recovery. All tubes were removed, he was weaned from oxygen, eating well, ambulating more than 300 feet, with no signs of infection. His pneumonia had resolved, and he seemed to be doing well with the single exception that his left arm and hand became sufficiently swollen that an outpt angiography arteriovenous shunt left was ordered by dr (B)(6). (B)(6) was brought to back to hospital x on (B)(6) 2011, where dr. (B)(6) performed the procedure. His report states: "initial central venogram revealed mild to moderate stenosis of the subclavian vein at the site of the aicd device leads". Angioplasty was done on the left subclavian vein. In addition, mild to moderate stenosis of the cephalic vein terminus was also angioplastied. Two pseudoaneurysms in the mid fistula with an area of mild to moderate stenosis were angioplastied, and finally coil embolization of a competing outflow vein was done. Note that there was no evidence of stenosis of the subclavian vein in (B)(6)'s previous fistulogram done on (B)(6) 2011 and that stenosis in the cephalic vein terminus had reoccurred within 10 days after the previous angiography arteriovenous shunt left. Given the criticality of maintaining (B)(6) existent fistula, and the emergence of serious complications in (B)(6)'s left arm within less than 2 weeks of the placement of the device which were directly attributable to the placement of the device and its leads on the left side and in (B)(6) left arm, mr. And mrs. (B)(6) contacted dr. (B)(6) to revise the ICD placement and requested that he move the device and leads to (B)(6)'s right side immediately. On (B)(6) 2011, (B)(6) was brought to hospital x where dr. (B)(6) got consent from mr. And mrs. (B)(6) and proceeded to remove the previous ICD and leads and relocate the device and leads to mr (B)(6)'s right side. In his report, it is noted that pt's blood pressure dropped during the rv pacing, and after giving pt fluids and neo-synephrine, the decision was made to irrigate the wounds and close immediately. In the recovery area, an echo cardiogram showed "moderate pericardial effusion with what appeared to become clot." Pt's cardiologist was consulted and the decision was made to take (B)(6) to the operating room for placement of pericardial window by dr. (B)(6). Dr's pre-operative and post-operative diagnosis as per his report were: "cardiac tamponade, status post implantable cardioverter-defibrillator placement." He notes that the "echocardiogram shows a large-sized pericardial effusion", and that "upon exploration, about 300 ml of blood and clots were removed from around the heart." (B)(6) was placed in the ICU at hospital x, where an additional approximately 200 cc of clots and blood drained form the site of the pericardial window. A chest anterior x-ray taken on (B)(6) 2011, found that (B)(6) had again contracted pneumonia. A chest CT w/o contrast down on (B)(6) 2011, found evidence of "scarring from the previous pneumonia, some of the abnormality is new and likely due to pneumonia." In addition, the report noted "innumerable new tiny nodules throughout the right lung with a tree-in-bud configuration suspicious for infectious bronchiolitis versus aspiration." A CT thorax without contrast taken on (B)(6) 2011 reports: "multifocal bilateral consolidation. While some may represent scarring from the previous pneumonia, some of the abnormality is new and likely due to pneumonia." In addition, their report finds "innumerable new tiny nodules throughout the right lung with a tree-in-bud configuration suspicious for infectious bronchiolitis versus aspiration." (B)(6) remained in hospital x until he was transferred to skilled nursing facility (B)(6), where an x-ray chest frontal and lateral views ordered by doctor (B)(6) on (B)(6) 2011, found "linear basilarbands of atelectasis, with lungs otherwise clear" and the heart size to be normal. Due to generally poor quality of care, pt's condition declined at skilled nursing facility (B)(6) with the exception that he was ambulating too well to be transferred to a rehabilitation program. Less than a week after he was admitted, on (B)(6) 2011, he was returned to the emergency room at hospital x on a cardiac monitor with shortness of breath, nausea, inability to eat, weakness, exhaustion, depression, and likely to have contracted cre, as none of his records prior to his readmission to hospital x indicate the necessity for contact precautions. (B)(6) again developed swelling in his left arm and hand and on (B)(6), he again was returned to vascular lab for more tests. On (B)(6) 2011, further tests indicated stenosis had reoccurred at the scv and in the cephalic vein. Pt had another angioplasty procedure with dr (B)(6) and was dismissed to his home on (B)(6) 2011. Pt did not do well at home. He ran a low grade fever, was nauseous, had serious diarrhea, he was weak and had general malaise as well as depression, and he finally stopped eating completely; causing his wife to bring him back to the emergency department at hospital x on (B)(6) 2011, at the request of (B)(6) attending physician. Once admitted, lab tests revealed that (B)(6) was colonized with clostridium difficile. He was treated in the hospital and released to his home, still on antibiotics, on (B)(6) 2011. Pt was returned to the hospital again with continuing problems with clostridium difficile on (B)(6) 2011. He was re-treated with antibiotics, and released on (B)(6) 2011. However, his release was clearly premature, as he had to be rushed to the emergency room on (B)(6) 2011, with a fever of 103 degrees. He was diagnosed with pneumonia, and re-admitted to hospital x. In additional to being treated for pneumonia, he was also treated again for clostridium difficile and for fungemia. In an attempt to locate the source of the fungemia pt's cardiologist did a transthoracic echo on (B)(6) 2011. Her report notes " no vegetations seen by this technique". On (B)(6) 2011, a maxillofacial CT without contrast was done and notes " no hyperattenuating sinus opacification to suggest fungal infection/colonization within the paranasal sinuses." Pt remained hospitalized at hospital x and on (B)(6) 2011, had a surgical procedure for his zenker's diverticulum, which was diagnosed on this admission. However, the wrong procedure was done by a surgeon, who was not authorized to do the surgery and (B)(6)'s zenker's diverticulum remains along with new and significant injuries and complications. After the zenkers catastrophe, (B)(6) was briefly released, however he was re-admitted through the emergency room on (B)(6) 2011. He had a temperature of 103 degrees and he was originally diagnosed with pneumonia. Subsequent tests concluded that he did not have pneumonia. He was septic from a reoccurrence of fungemia and a concurrent staph infection. At (B)(6)'s wife's urging, the ends of the leads to pt's ICD were examined by dr (B)(6) using a transthoracic echo and found to have deposits of vegetation. There was an additional deposit of vegetation on the tricuspid valve (note, I do not have this particular report, however, it is referenced in this subsequent report). The decision was made for dr (B)(6) to extract the ICD on (B)(6) 2011. The medtronic device implant query was requested by mrs (B)(6) on (B)(6) 2011, just prior to the extraction of the device. Note that at the time of the extraction, the defibrillator which was originally implanted on (B)(6) 2011, is listed as "active". The subsequent surgical pathology report written on (B)(6) 2011, just after the removal of the ICD, clearly lists the three pieces of ICD hardware which were removed from pt by dr (B)(6) on (B)(6) 2011. It is critical to note that the medtronic secura dr model number d22drg defibrillator is confirmed by medtronic as having been implanted on (B)(6) 2011, but on (B)(6) 2011, when dr (B)(6) relocated the ICD, this defibrillator was not replaced with a new one as it should have been. It was improperly re-implanted and without any sterilization.